Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.¿ number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
Patient underwent a hip revision procedure approximately five years post-implantation due to wear and fracture of the polyethylene liner. The head and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(6). (No units provided). This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03568 / 04141).

Event description:
Patient underwent a hip revision procedure approximately five years post-implantation due to wear and fracture of the polyethylene liner. During the procedure, scar tissue, metallosis fluid and wear of the cup were noted. The head and liner were removed and replaced.